Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that they had blood trickle at the site of the implant. The device remains in use. No patient complications were reported as a result of this event.